Manufacturer narrative:
UDI #:(B)(4). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the left eye (os) at 1 day post op exam. The flap was refloated and stretched to resolve the striae reported. Post op vasc from (B)(6) 2015 is 20/20 right eye (od), 20/20 os.